Event description:
A barostim system was implanted on (B)(6) 2025. Starting on (B)(6) 2025, the patient experienced stroke-like aphasia. Imaging was performed, and nothing was found. As of (B)(6) 2025, the aphasia had resolved with no treatment. No additional treatment plans were reported. In the opinion of the physician, they did not believe it's the device but couldn't rule out if it's post implant medications, implant technique, or the device.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was not the barostim device but were unable to rule out if the event was caused by post-implant medications, implant technique, or the device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).